Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance and high threshold. Chest x-ray revealed no anomalies. No intervention was reported. The patient was in good condition.